Manufacturer narrative:
(B)(4). The disabled device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. Therefore, the clinical assessment cannot be confirmed. The device history record (DHR) review cannot be done because the device serial number remains unknown. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis, the root cause for stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a 21mm aortic valve, implanted for a duration of twelve (12) years and five (5) months, was disabled in a valve in valve procedure through implant of a 23mm sapien xt aortic valve. The patient had presented with stenosis led by degenerations of the 21mm aortic valve. Prior to implant of the sapient xt, the patient's gradients were reported as mean 37mmhg and max 65mmhg). A transfemoral approach was used with no adverse consequence for the patient. The patient status was reported as hospitalized in stable condition after the procedure.